Manufacturer narrative:
Concomitant medical products: product ID 3389-40 lot# 0205673042 serial# implanted: 2012-06-01 explanted: product type lead. Product ID: 7426, serial (B)(4), product type: implantable neurostimulator. Product ID: 3389-40, lot# 602484883, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3389-40, serial/lot #: 0205673042, ubd: 05-nov-2015, (B)(4); product ID: 3389-40, serial/lot #: 602484883, ubd: 05-nov-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted in (B)(6) 2012. During a regular visit with the hcp, the doctor found the lead impedance was higher than normal. An x-ray was performed which showed the lead was broken. The doctor suggested replacing the lead. It was noted that the patient was ok overall. Follow up information indicated the original implant surgery in 2012 was successful and the patient had better symptoms after the surgery. It was unknown if the patient had any symptoms prior to the doctor discovering the broken lead. It was also unknown what caused the lead break. It was noted that the patient was ¿in observation.¿ further information indicated the lead was not explanted. It was stated that the patient ¿is fine now.¿ it was unknown if the patient was receiving effective therapy additional information was received from a patient implanted with a neurostimulator for intractable epilepsy. It was reported that a medical examination took place in 2014 in which it was found that two leads were broken. At that time, a replacement was suggested but the patient decided to turn off the stimulator instead. The patient returned to the hospital in (B)(6) 2018 which showed that the implant on both sides were in a state of depletion. A surgery to replace the leads and stimulators is scheduled for (B)(6). The patient was dissatisfied as they were only able to use the battery for two years. No further complications are anticipated.